Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has not yet been completed. The equipment has not yet been returned to zoll for evaluation. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the allegedly defective monitor and electrode belt. The patient received a replacement monitor and electrode belt. Device manufacture date: belt: october 2008.

Event description:
A (B)(6) male contacted zoll customer support to report constant adjust belt and check belt message. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported a damaged belt connector and a damaged response button. The patient was issued a monitor and electrode belt.